Manufacturer narrative:
The device was to olympus for inspection; the investigation of this device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a communication error, e-226, involving an olympus gastrointestinal videoscope. There was no patient harm reported.